Event description:
It was reported that post op to lap adjustable band implant, a kink in the tubing was found at the distal end near the strain relief. The patient had received fills since implantation. The kinked tubing was removed and a new port was placed. There was no adverse consequence to the patient and the patient is in good condition.

Manufacturer narrative:
Information anticipated, but unavailable at this time.